Manufacturer narrative:
The event is currently under investigation.

Event description:
It was reported that the valve broke off during the procedure. No harm to the patient reported.

Manufacturer narrative:
Evaluation narrative: a review of the complaint history, drawings, device history record, documentation, manufacturing instructions, trends, quality control, and visual inspection of the returned device was conducted during the investigation. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. One flexor high-flex ansel guiding sheath dilator was returned and photographed for evaluation. The visual inspection of the returned device and photos shows that only the dilator of the flexor high-flex ansel guiding sheath was returned. The dilator shaft is separated from the dilator hub. The sheath was not returned. The flare of the dilator does not appear to be manufactured to specification; it is too small. When comparing the flare of the unused device to the flare of the complaint device, it is evident that the flare was not manufactured to specification. A possible root cause could be insufficient cooling during the flaring manufacturing process. If the dilator flare is not cooled long enough, the flare will not maintain its shape. In response to the observed nonconformance for the complaint device, we have required re-training on the flaring procedure for the operator who flared/assembled the dilator from lot sa7025449. Instructions are in place to verify that the device is manufactured to specification. The process of attaching threaded proximal end fittings to dilators is validated; the process validation shows that the device meets tensile requirements. Based on the information provided and evaluation of the returned device, the reported problem is consistent with a manufacturing deficiency. Re-training was provided to the operator who flared/assembled the dilator from lot sa7025449. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.